Manufacturer narrative:
Requests were made for the return of the device, but the device has not been returned to howmedica rutherford. Therefore, an evaluation of this event cannot be performed.

Event description:
Patient returned to the doctor with thigh pain. An x-ray revealed a fracture of the alta im rod at the non-union fracture site. The rod was explanted and replaced with a new alta rod. This event did not cause any adverse consequence to the patient or surgical delay.